Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter, ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving baclofen 450mcg/ml at 43.80mcg/day via an implantable pump. The indication for use was intractable spasticity. The patient reported increase in spasticity. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the catheter access port was accessed on (B)(6) 2018 by the healthcare provider with no return. The patient was scheduled for a catheter revision, the spinal segment was revised where a small hole was noted in the spinal segment intraop. The issue was resolved at the time of the report. The patient status was notes as alive, no injury and no further complications were reported.